Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced a cerebral hemorrhage. It is unknown if the issue was caused due to the deice. Action taken to resolve the issue are unknown. The patient continued on support until the device was successfully weaned. The procedural outcome was patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of stroke/cva. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the stroke/cva could not be determined. This report is being filed as part of a retrospective review of historical records.